Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, six burs broke. It was also reported that the procedure was delayed while new burs were prepared, the length of the delay was not greater than 30 minutes. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This MDR report is for the 1 unknown bur that broke during this event.

Manufacturer narrative:
The reported event, for bur breakage, was confirmed, a partial unknown bur was returned for evaluation. As the device could not be identified and that only a partial bur was returned further evaluation of this partial bur was not possible. As a result a cause for the bur breakage could not be determined in this case. As the unknown partial piece of a bur returned was not identifiable, a risk assessment review was not possible in this case.

Event description:
It was reported that during a surgical procedure, six burs broke. It was also reported that the procedure was delayed while new burs were prepared, the length of the delay was not greater than 30 minutes. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. This MDR report is for the 1 unknown bur that broke during this event.